Event description:
It was reported that the device had reached elective replacement indicator 3 months earlier, and now could not be interrogated (there was weak signal: "one green light" on telemetry rf head). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.